Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. Patient received heart transplant. The site communicated that the transplant was due to colonization of pseudomonas to the driveline exit site. Aside from giving the patient a new heart, additional intervention was performed due to the dl infection. The clinician performed debridement and wash out on the dl exit site, flushed out pus depositions near and around the driveline. During the surgery, there was an incidental finding, there was excrescences seen on the inflow cannula. No additional information was reported.

Event description:
The site communicated that the patient is experiencing pseudomonas dli and bacteremia. They are on suppressive cipro, and they were admitted with worsening pain at the exit site, drainage from a wound superior to the exit site, and leukocytosis. He remains on suppressive po cipro at home and denies missing any doses. No additional information was reported.

Manufacturer narrative:
Single device use: correction. Device evaluated by MFR: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(4), did not reveal any device-related issues and a specific cause for the patient¿s infection could not conclusively be determined. (B)(4) was returned assembled with the pump cable severed approximately 9¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the interior textured surface inflow cannula revealed white, collagen-like islands. These were adhered and did not appear to obstruct the flow of blood. Examination of the remaining blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.